Event description:
It was reported that the customer had low blood glucose levels of 2.3mmol/l. It was also reported that the customer had issues with his transmitter not blinking. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer solution test was performed. The sensor failed per specification with no isig readings detected. The lab transmitter was checked for proper use and operation and the transmitter passed per specification.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.